Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report. The sales representative reported on behalf of the customer that the sb979 device was being used during an unknown type of surgery on (B)(6) 2021 when it was reported "a plastic piece fell of the metal ring during manipulation of the bag. Preliminary information suggests the fragment fell into the patient and was retrieved successfully. No pieces left behind. No harm to patient." The surgery was completed with no report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. Follow up questioning of the sales representative found that it was believed that the device component fell into the patient and was retrieved. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.